Event description:
Pt was suffering from multiple ailments when he died, one of which may have been carbon dioxide poisoning, his doctors noted. He did not seem to be efficiently exchanging gases while on the inogen poc.

Manufacturer narrative:
Inogen, inc. Has reviewed the details of this event. Inogen does not believe the inogen poc is responsible for the death of this pt. With the multitude of devices in use worldwide, this seems to be an isolated incident.